Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd luer-lok syringe with detachable needle there was foreign body in the barrel.

Manufacturer narrative:
Investigation: the picture received was inspected and it shows a foreign matter body in the barrel, after the review it can be seen that the body in the barrel looks like a part of ink stain. With this condition we can confirm the issue stated by the customer on the picture received, retain samples could not be reviewed due that no lot number was provided, we can assign this issue as a material defect, due that our process it is only packaging, we place the needle and the syringe on a blister and then it is sealed and packed, the defect stated by the customer it is confirmed. Review of DHR could not be performed due that lot number was not provided. We could not determine the root cause as a manufacturing defect, it can be assing it as a material, due that the foreign material was inside the syringe and this is provided by a supplier, our process it is only packaging, we place the needle and the syringe on a blister and then it is sealed and packed.

Event description:
It was reported that before use of the bd luer-lok¿ syringe with detachable needle there was foreign body in the barrel.